Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient on impella cp experienced ventricular tachycardia (vt) and bigeminy. It was also noted that the staff was unable to obtain doppler pulses from any extremity. Right lower extremity was cold and mottled. Echocardiogram was done to assess the positioning. The tip appeared against the pap and impeding proper mitral valve function. The plan was to start heparin and site was dressed. The decision was made to withdraw care. The impella was pulled back into the descending aorta. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.